Event description:
New information received states that the device was explanted, and a new device was implanted. There were no complications during the procedure. Therapy was restored. Patient was stable.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient did not charge the implantable pulse generator resulting in the device becoming inoperable. A surgical intervention is anticipated in the near future. No additional information is available at this time.